Manufacturer narrative:
Additional information was provided in d.9., h.3. H.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned adhered to the optic by solution. Suture material is attached to the positioning hole on each haptic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Broken haptic damage was observed. Information in the file states the haptic was broken while attaching the suture material. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the support portion was damaged during setting. Additional information stating that during the pre-intraocular lens (iol) insertion preparation, one of the haptics was damaged while tying the suture. No significant force was applied to the iol during the setup.